Manufacturer narrative:
The device was received fully deployed with an expected amount of pulses during priming. No damages or defects that would contribute to a needle mechanism failure were observed. The device was manually reset to a not deployed state and deployed with no issue. Although no damages were observed, the exact timing of the device deploying could not be determined. The cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.